Manufacturer narrative:
(B)(4). The lot was manufactured from october 14, 2014-october 15, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor delivered its contents over 20 hours instead of the expected 24 hours. This occurred during infusion of an unspecified volume of vancomycin. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.